Event description:
It was reported that when the patient presented through merlin.net transmission, competitive atrial pacing was observed. It was noted that the device recorded several auto mode switching (ams) episodes. Patient was called in clinic for device evaluation and several pacemaker-mediated tachycardia and ams episodes were noted. Patient was asymptomatic throughout all episodes. Programming changes were made.